Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 324mcg/day via an implantable pump. The indications for use were intractable spasticity and head/brain injury. It was reported that the patient and the managing physician complained of the pump pocket being too low in the right lower quadrant in the panus of skin making the access to the refill port difficult in seated position in wheelchair and the patient feels the pump is flipping. This has not been verified via x-ray and all refills have been done since implant and the refill port was able to be accessed. The environmental, external or patient factors that may have led or contributed to the issue was the patient has very loose skin/panus of skin of lower abdomen. The diagnostics and troubleshooting were reported as n/a. The actions and interventions taken was surgical revision of the pump pocket. The issue was resolved at the time of the report. The patient¿s status was noted as alive, on injury and no further patient complications were reported.